Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's shunt failed with the consumer. "They" eventually euthanized the patient at the nursing home. It was stated it basically killed them after multiple problems and infections.